Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. Reportedly, the pump alerted for no delivery but the reporter was unable to recall the related event that triggered the alert. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, an occlusion warning was found in the black box on the date of the complaint. Using the returned battery cap, the pump powered up properly. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The force senor calibration reading was found to be low out of specifications. Pump casing was opened and no anomalies were found with the force sensor assembly. The force sensor resistance reading was within specifications. Unrelated to the complaint, the display was found to be dim with pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.